Event description:
It was reported that a message was received in the remote home monitoring system that the automatic threshold for this right atrial (ra) lead was detected as greater than the programmed amplitude or suspended. Review of the presenting electrogram (egm) showed atrial loss of capture (loc) with retrograde conduction from ventricular pace/ventricular sense. Additionally, variable atrial threshold measurements were noted in trend data. Outputs automatically adjusted to 5 volts. A pacemaker mediated tachycardia (pmt) episode was also stored. Review of the pmt egm showed good sensing of native atrial signals followed by atrial loc and potential retrograde conduction being max tracked. It was concluded that the pmt episode was not a true pmt. Technical services (ts) noted a potential increase in ventricular pacing percentage due to the lack of atrial capture and loss of av synchrony seen on presenting electrogram (egm). Ts recommended further review to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a message was received in the remote home monitoring system that the automatic threshold for this right atrial (ra) lead was detected as greater than the programmed amplitude or suspended. Review of the presenting electrogram (egm) showed atrial loss of capture (loc) with retrograde conduction from ventricular pace/ventricular sense. Additionally, variable atrial threshold measurements were noted in trend data. Outputs automatically adjusted to 5 volts. A pacemaker mediated tachycardia (pmt) episode was also stored. Review of the pmt egm showed good sensing of native atrial signals followed by atrial loc and potential retrograde conduction being max tracked. It was concluded that the pmt episode was not a true pmt. Technical services (ts) noted a potential increase in ventricular pacing percentage due to the lack of atrial capture and loss of av synchrony seen on presenting electrogram (egm). Ts recommended further review to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that surgical intervention was undertaken. An attempt was made to explant this ra lead; however, the tip of this passive fix lead would not release from the atrium. The lead was then surgically abandoned, and a new ra lead was successfully implanted without complication. No additional adverse patient effects were reported.